Manufacturer narrative:
Correction: b5.

Event description:
It was reported that the implantable cardioverter defibrillator was found in backup operation. It was noted that a backup status report displayed por status 0. Programming changes were performed. The patient was in stable condition. Further information was requested however, was not provided.

Event description:
It was reported that the implantable cardioverter defibrillator was found in backup operation. It was noted that a backup status report displayed por status 0. Programming changes were performed. Further information was requested however, was not provided.